Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2014, product type: catheter. (B)(4).

Event description:
Information was received from a healthcare provider (hcp) via a clinical study regarding a patient receiving hydromorphone 1,000 mcg/ml at 648.1 mcg/day via an implantable infusion pump. The indication for use (IFU) was listed as non-malignant pain. On (B)(6) 2015, the patient had a pump refill and the dose increased by (B)(6) to infuse 750 mcg/day. One week later, on (B)(6) 2015 the patient complained of being dopey and sleepy since their last increase. The clinical diagnosis was somnolence. The event resulted in an unscheduled clinic or office visit. Intervention included reprogramming the pump. The etiology was considered related to the device or therapy, and not related to the implant procedure. The etiology was considered related to the hydromorphone dose increase. The outcome resolved without sequelae on (B)(6) 2015.